Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported device and patient x-rays is unable to confirm the reported event. Dimensional and visual inspection as well as ra surface finish was conducted on the returned sample finding all specifications were met. Review of device history records and raw material certifications finds no related manufacturing deviations or anomalies. A search of the complaints databases finds no other similar reports against the provided product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Event description:
Cement (non depuy product) didn't stick to the tibia plateau.